Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0147. G. Precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th july 2025, it was reported by an arthrex employee via email that for an, ar-1588btb-2j, tightrope® ii btb, with deploying suture, they threaded the no. 1 thread of the tightrope through the btb graft, threaded it through itself and then through the nitinol splicing device, which broke in half when deployed. This cause some of the tightrope suture to splice halfway through itself, which then could not be used as a tightrope, causing it to be faulty. This was detected during use in an acl btb procedure on (B)(6) 2025. The procedure was completed successfully as they opened another tightrope btb without incident.